Manufacturer narrative:
Device has not been returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that after implantation of the device, a scratch was noticed on the optic. The patient's incision had to be enlarged to remove and replace the lens. Sutures were not required. Additional information has been requested.

Event description:
Additional information was received indicating the incision was enlarged to 2.5 mm which is the standard range for this iol.

Manufacturer narrative:
Additional information regarding the details of the event was received. The case no longer meets reportability requirements and therefore is no longer reportable.